Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim powered on without any anomalies and after testing the touch screen response accuracy no issues were found with the touch screen. The assembly was allowed to cycle for 2 hours while periodically testing the touch screen response accuracy and no anomalies were found. The uim was left to cycle overnight and next day the touch screen response accuracy was good. Covers were removed and no visual anomalies were found. Findings/root-cause: reported issue was not reproduced.

Manufacturer narrative:
(B)(4). Field service evaluated the unit and replaced the user interface module (uim). He then calibrated it, tested the battery, and performed extended system and operational verification procedure tests. The faulty user interface module was received by carefusion on 07/16/2015 and routed to the failure analysis lab for investigation.

Event description:
The customer reported a unit with a screen that was "locked". According to the customer, they were unable to make any changes to the controls. The unit was on a patient at the time of the incident, however there was no patient harm. The patient was switched to another unit, and the unit was taken to biomed shop for inspection. Biomed inspected the unit, but was unable to duplicate the issue (everything appeared to work properly). Field service was dispatched to the facility.